Manufacturer narrative:
(B)(4). Disconnecting the patient line from the transfer set and then reconnecting after is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain four of five in peritoneal dialysis. The patient disconnected during therapy without using proper procedure, and then reconnected after the alarm occurred. The technical service representative reviewed the proper procedure with the patient per user manual. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.